Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead exhibited high capture threshold despite several attempts of repositioning the lead. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clean. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray examinations found no anomalies.